Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that that the managed ventricular pacing (mvp) feature contributed to inducing a ventricular arrhythmia. Concomitant products. Model: 5076-45, lead; implanted: (B)(6) 2014.

Event description:
It was reported that while reviewing episodes from a patient's implantable cardioverter defibrillator (ICD) it appeared that the patient was going into ventricular arrhythmias and the physician was wondering if the managed ventricular pacing (mvp) feature may be proarrhythmic for this patient. The physician did feel like there was the potential that mvp added to the patient being susceptible to arrhythmias. Reprogramming was completed and the mvp feature was turned "off." The device remains in use. No patient complications have been reported as a result of this event.